Manufacturer narrative:
The actual unit was received at the plant for evaluation filled with the administered solution enclosed in a plastic bag. A visual inspection revealed that a brown particle resembling burned plastic was embedded within the plastic spike¿s air vent, but was not in contact with the administered solution. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The reported condition was verified. The cause was determined to be defective raw material received from the supplier. Notification was sent to the supplier to ensure awareness. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported there was foreign material inside the spike air vent of a vented paclitaxel set. This was identified before use of the device. There was no patient involvement. No additional information is available.